Event description:
Pt had reconstructive surgery due to a fractured tibial plateau. Was told by physician to be non weight bearing for 30-45 days. He had to utilize tub bench while showering. On (B)(6) 2011, one leg of the bench collapsed; no injury noted. Replacement device was received (B)(6) 2011. On (B)(6) 2011, both rear legs of device collapsed. Pt fell backward and hit his back. He will be taking x-rays on (B)(6) 2011. Pt suggests that there is a defect with the pegs that allow soap and water to get behind them and causes slippage of device and eventual collapse.